Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A delivery wire, a coil and introducer sheath were returned for this complaint. Also, a non boston scientific microcatheter was returned with the device. The coil was semi-inside of the microcatheter. The delivery wire and the introducer sheath were inside the introducer sheath. The twist lock was found opened. The delivery wire was inspected, and no anomalies were noted. The coil was inspected and was found severely stretched and kinked. The delivery wire was advanced through the introducer sheath without problems, no resistance was noticed. The zap tip has a smooth surface. The interlocking arm was detached and it was not returned. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. Also, the distal and proximal fiber bundles were found to be within specification.

Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 8mm x 40cm interlock coil and a 10mm x 20cm interlock coil were selected for use. During procedure, it was noted that there was resistance felt during deployment of the coil, and it could not be pushed further. The pusher wire was pulled out, but coil was left detached inside the 5f non boston scientific catheter. The same event occurred with the second coil. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 8mm x 40cm interlock coil and a 10mm x 20cm interlock coil were selected for use. During procedure, it was noted that there was resistance felt during deployment of the coil, and it could not be pushed further. The pusher wire was pulled out, but coil was left detached inside the 5f non boston scientific catheter. The same event occurred with the second coil. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.